Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -10.5/+5.0/90 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted during the same surgery due to the lens being upside down. The lens torn during removal. There was no patient injury. Another lens was implanted on (B)(6) 2017 and it was successful. It is reported that poor loading of the lens in the cartridge might be the contributing factor that led to the lens being implanted upside down.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial and had clear surgical residue on the product. Visual inspection found the lens missing a piece of its haptic and presence of residue on the lens surface. Claim# (B)(4).